Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3008452825-2019-00537. During an atrial fibrillation ablation procedure a pericardial effusion occurred. Following the completion of the left sided ablation the patient became hypotensive. A pericardial effusion was confirmed by echocardiography and a pericardiocentesis was performed to stabilize the patient. Once blood pressure was stabilized the patient was transferred to cardiac surgery to repair the perforation. The ablation procedure was not completed and there were no performance issues with any abbott device. The user stated the perforation occurred during transseptal puncture with the brk needle.